Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no issues were noted with the device. Measurements were taken and all were found to be within tolerance.

Event description:
On 04/27/2022, it was reported by a sales representative via phone that a ar-8724v-22 locking screw was not locking into the locking hole. This occurred on 04/27/2022 during a distal radius fracture when the locking screw would not lock into the locking hole. The case was completed using an other screw of the same size, with no patient effect reported.